Event description:
An erroneous readings issue with the abbott diabetes care (adc) device was reported. The customer reported receiving unspecified high and low scan results from the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as dehydration, dizziness, lightheaded, headache, frequent urination, needed assistance in walking and was unable to self-treat. The customer was then taken to the hospital where a healthcare professional (hcp) measured the customer¿ blood glucose level and obtained a reading of "312 mg/dl" from an hcp meter. The hcp provided tylenol and unspecified intravenous fluids as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Performed an smu (source measurement unit) test using milled slot into sensor casing to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erroneous readings issue with the abbott diabetes care (adc) device was reported. The customer reported receiving unspecified high and low scan results from the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as dehydration, dizziness, lightheaded, headache, frequent urination, needed assistance in walking and was unable to self-treat. The customer was then taken to the hospital where a healthcare professional (hcp) measured the customer¿ blood glucose level and obtained a reading of "312 mg/dl" from an hcp meter. The hcp provided tylenol and unspecifed intravenous fluids as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.